Event description:
It was reported that there were episodes of oversensing noted on the device. No intervention has taken place at this time and the patient was stable with no consequences.

Event description:
Additional information received indicated that the device was reprogrammed to resolve the event.